Event description:
The patient underwent generator replacement. The explanted product was reported to have been discarded. The explanted product has not been received by product analysis to date.

Manufacturer narrative:
Corrected data, supplemental 2: device explant date inadvertently not included.

Event description:
Patient referred for generator replacement. No known surgical intervention has occurred to date.

Event description:
It was reported that a generator battery was believed to be depleted and that the patient was experiencing an increase in seizures. No other relevant information has been received to date.